Event description:
Prior to use on a pt, the console failed self test. The problem was found to be with a transducer. The component was replaced. There was no impact to the pt. The component has been returned to co for eval.